Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that this patient was at the emergency room due to bradycardia and loss of capture was noted on the right ventricular lead. A rise in pacing thresholds was noted. A lead revision took place. The extraction procedure took over two hours due to difficulty extracting this lead. Finally the lead was cut. No adverse patient effects were reported.